Event description:
It was reported to boston scientific corporation that, during a ureteroscopy, a carson zero tip balloon was used to dilate the ureter. During the procedure, the balloon ruptured inside the pt. The physician removed the device and no fragments cam off in the pt. The physician completed the procedure with a gemini basket. There were no pt complications and the pt condition was reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.